Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer did not mention any symptoms and treatments related to high blood glucose level. Customer stated that insulin pump had motor error and was able to rewind the insulin pump. Customer reported the drive support cap appeared normal. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.